Manufacturer narrative:
The pump has not been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow keypad button was sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/27/2013 with the following findings: the keypad button symbols were found to be worn off; however, there was no peeling or damage observed to the keypad. During testing, the up arrow and contrast keypad buttons were found to be sticking/intermittently unresponsive and required multiple button presses with increased force to engage. The down arrow and ok keypad buttons responded appropriately to button presses. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim/faded, discolored and difficult to read. A test screen was inserted and found to function properly with no visible signs of fading or discoloration of text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.